Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has found it to be in good physical condition. A syringe was used to inflate the cuff to verify for leaks. The sample was inflated for more than 48 hours, and no discrepancies were noted. The reported customer complaint was not confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths tracheostomy was noted to be leaking air from the cuff. A tube change out was required as a result.